Event description:
According to the available information, a 67-year-old patient, with erectile dysfunction after radical prostatectomy, received an inflatable penile implant on (B)(6) 2019 he went to the doctor on (B)(6) 2023 reporting the impossibility of inflating the prosthesis and, consequently, making an erection impossible. During a clinical examination, the doctor found that the prosthesis was inoperative, and it was not possible to define a specific cause. The doctor also reported that the implanted cylinders were of an inappropriate size, inferior to the anatomy of the penis, leaving the glans without support. The patient underwent a revision of the prosthesis on (B)(6) 2023, when the doctor opted to replace the cylinders and reservoir with a larger model. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A separation was noted on the inlet tubing of the reservoir at the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the inlet tubing of the reservoir. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, a 67-year-old patient, with erectile dysfunction after radical prostatectomy, received an inflatable penile implant on (B)(6) 2019. He went to the doctor on (B)(6) 2023 reporting the impossibility of inflating the prosthesis and, consequently, making an erection impossible. During a clinical examination, the doctor found that the prosthesis was inoperative, and it was not possible to define a specific cause. The doctor also reported that the implanted cylinders were of an inappropriate size, inferior to the anatomy of the penis, leaving the glans without support. The patient underwent a revision of the prosthesis on (B)(6) 2023, when the doctor opted to replace the cylinders and reservoir with a larger model. The patient is currently doing well and has had his erectile function restored.

Event description:
According to the available information, a 67-year-old patient, with erectile dysfunction after radical prostatectomy, received an inflatable penile implant on (B)(6) 2019. He went to the doctor on (B)(6) 2023 reporting the impossibility of inflating the prosthesis and, consequently, making an erection impossible. During a clinical examination, the doctor found that the prosthesis was inoperative, and it was not possible to define a specific cause. The doctor also reported that the implanted cylinders were of an inappropriate size, inferior to the anatomy of the penis, leaving the glans without support. The patient underwent a revision of the prosthesis on (B)(6) 2023, when the doctor opted to replace the cylinders and reservoir with a larger model. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A separation was noted on the inlet tubing of the reservoir at the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the inlet tubing of the reservoir. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Corrected date for g3 and d9 (part 2).